Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported the patient didn't know how their controller switched from program 1 to program 2. It was noted that the trial began the day prior to the report. On (B)(6) 2017, it was reported they thought their device stopped working because they woke up soaked and was voiding frequently. It was also noted that the tape was coming out of place and they were wondering if that was what was causing the device to not be as effective because it was getting caught. They were worried that the placement of the wires was no longer correct. They rated the evaluation as a 2. They changed the program from 2 to 3. There were no further complications reported or anticipated.